Event description:
Pt was implanted with an acufix system in 2000. Upon post-op follow-up, it was revealed that one screw had pulled through the acufix plate and three screws had lost bone purchase and become dislodged from their fixation points. The surgeon revised the pt in 2000 and removed the first acufix system and implanted a second acufix system. At five days post-op it was determined that the screws had again lost their purchase from the bone. The surgeon revised the pt a second time (in 2000) and removed all hardware. He sent the pt home and is now observing the pt.